Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports that at the end of the treatment, during irrigation of the venous branch of the cvc, the catheters blue cap stuck to the syringe instead of the catheter. Upon citrate injection, the clamp of the venous branch was clamped before the blue cap separates from the catheter. The blue cap was put back in place because the technique is sterile. The patient did not have air. An additional clamp was added as well as adhesive tape. The catheter was replaced on (B)(4) 2015. The catheter had been installed since (B)(6) 2013. There was no patient injury.

Manufacturer narrative:
(B)(4) an investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. The product sample was returned within a generic plastic bag and it presents signs of use. It consisted of a 14.5 fr tal palindrome with slots catheter, 19 cm implant length and 36 cm overall length. Visual inspection was performed and it was observed that the blue adult adapter was partially detached from the venous extension. The adapter was removed easily. Dimensional testing was conducted and during the testing it was found that the inside diameter is out of tolerance. As per the instructions for use (IFU), it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. This document also contains a list of chemical agents that should not be used on the device, in order to avoid catheter damage. The adapter detaching due to the inside diameter being larger than specification is considered to be the cause of the issue reported. However, the evidence provided is not enough to relate this event to the manufacturing operations since the issue was reported to occur during use. There are a number of alternatives on the field like exposure to chemical agents, proximity to heat sources or manipulation that may lead to the extensions dimensional changes. It is important to mention the catheter was used july 2, 2013 to april 24, 2015. Therefore the catheter performed as intended during that time period. Based on the DHR review the catheter was manufactured according to specification. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process leak inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% visual inspection and 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.